Event description:
Cook celect ivc filter put in to prevent pulmonary embolism, then in (B)(6) 2016 it was supposed to be removed. But it had tilted and the hook embedded on one side and 2 of the legs perforated my vein. They were unable to remove it. Attempted removal for over 8 hours by my heart doctor and another surgeon but was unable. Which caused severe pain! Blood clots. Attempted removal (B)(6) unable to remove.